Manufacturer narrative:
Upon receipt, the device interrogation confirmed the eos battery status, 13 charging cycles were recorded in the memory of the device. The memory content of the device was inspected. The inspection of the memory content, as well as the returned data, revealed that the eos status was detected on (B)(6) 2019 at 00:38 pm during a charging cycle. The data further showed the detection of a strong magnetic field shortly before the eos status was activated. These observations indicate that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. It was reported that an MRI scan took place between march and april 2019, which is consistent with the analysis results. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status mos1. The battery voltage of 2.78v revealed a charged battery. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode on (B)(6) 2019. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Manufacturer narrative:
The ICD has not yet been received for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2019 at 00:38 pm. The data further showed the detection of a strong magnetic field shortly before the eos status was activated. It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. Please note, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 32 months after the implantation eos status occurred.